Event description:
It was reported that a patient was feeling discomfort around the generator during stimulation. The physician performed diagnostics and found that the device had high impedance. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Full revision surgery occurred. The explant facility does not return devices to the manufacturer.